Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the recharger would overheat nearly every time they charged the device. The patient felt like it was taking an increasing long time to recharge the implant so she let the device go into overdischarge. The implant was attempted to be interrogated but no device was found and an overdischarge was suspected. The patient wanted to have the device replaced and was going to be scheduling the implant replacement. The issue was not resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the recharger would overheat and stop charging the device every charging session, and charging became impossible. The patient stopped charging and the device went into overdischarge. The ins was replaced on (B)(6) 2018. The issue was reported to be resolved. No further complications were reported.